Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit there was high undefined impedance noted on the right ventricular (rv) lead. The lead was reprogrammed and turned off. During the rv lead replacement procedure the physician noticed the insulation appeared to be compromised on the rv lead as well as the insulation of the right atrial (ra) lead was rubbing off the coils. The ra and rv lead were explanted and replaced. It was also noted that during the procedure the superior vena cava (svc) was dissected and repaired by a cardiovascular surgeon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
:Concomitant medical products the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.